Event description:
It was reported that the patient complained of bad vision 14 days after implantation of an eternity x-60 iol. The surgeon believed this was due to membranous opacification. On (B)(6) 2011 the opacification was removed by irrigation of the anterior chamber. There was no opacity of the lens optic itself. The transparency of the lens was restored by removing a membrane-like covering from the lens optic surface by irrigation. The iol remains implanted. The surgeon indicated that in his opinion the event was caused by red blood cells, but was not sure. The surgeon indicated that patient's visual acuity is recovering.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event cannot be determined. This appears to have been an isolated incident of unknown etiology that was likely not caused by the lens.